Event description:
It was reported that patient received a vibratory alert for a single high, out of range hv lead impedance measurement. All subsequent measurements were within range. Further evaluation will be completed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.